Manufacturer narrative:
The reported condition was attributed to a broken flow sensor. The flow sensor was replaced and the machine functioned normally. The flow sensor was not returned for evaluation.

Event description:
It was reported that: during a case, the user was unable to create positive pressure to ventilate the patient. The user ventilated the patient with an alternate device. An anesthesia technician attempted to calibrate the flow sensor and an error message was posted relating to the flow sensor. The flow sensor was replaced and the machine functioned normally. No patient injury.